Manufacturer narrative:
Additional information: h3, h6. H10: two (2) samples were received and evaluated. A visual inspection was performed with the naked eye which noted that both samples had a piece of excess trim sheeting stuck to the cassette sheeting. The stuck excess trim sheeting created the appearance of cuts or markings on the cassette sheeting. The reported condition was verified. The cause of the condition was due to static electricity being generated in the cassette welding operation during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were damaged; further described as ¿slit in the corner of the sheeting and long slit in the center of the sheeting¿. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.